Manufacturer narrative:
Intuitive surgicial, inc. (Isi) has not received the single-site 5mm curved cannula for failure analysis investigation. Therefore, the root cause cannot be determined. If additional information and/or the accessory is returned a follow-up MDR will be submitted to the FDA. In may 2014, field safety notice 2955842-02-28-2014-001-r was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannulae including part 428071-03 to be replaced and returned. This complaint is being reported due to the following conclusion: the single-site 5mm curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tube welded onto the single-site 5mm curved cannula accessory was broken. There was no report of patient harm, adverse outcome or injury.